Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, the t2 suture knot was loosened. The procedure was completed using a smith and nephew back-up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned with the suture and implants detached from the needle. The needle and t1 were both bent. A functional evaluation found the slip knot could be reduced and did not loosen. A review of the customer provided image found the packaging which confirmed the reported product information and showed a bent needle. It was determined the device did not contribute to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an application of excessive force during the knot reduction. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). D4: UDI added.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: event description and health codes updated.

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, the t2 suture knot was loosened. Both ts were removed from the patient using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.